Event description:
It was reported to medtronic minimed that the customer experienced cracked screen. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer reported physical damage (cracked screen) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a minor cracked lcd window. The pump was also received with a missing segment/partial display. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. The pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. The pump was able to navigate and continued self test. The pump passed the self test and no missing segments/partial display noted while using a test pcba 1. In conclusion, the pump had a missing segments/partial display due to a cracked and bleeding lcd glass. Cosmetic damage was confirmed at the screen of the pump during analysis. Also, a missing segments/partial display was confirmed due to a cracked and bleeding lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.